Event description:
Info received indicates the hi/low function is drifting.

Manufacturer narrative:
The tech investigated and could not duplicate the alleged drift. The tech cleaned and degreased the drive as a precaution.